Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported complaint. For clarification, the instrument was found to have thermal damage on the monopolar yaw pulley. There was no conductor wire insulation damage or broken conductor wire. The weld was inspected and no damage was found. It was noted the instrument had 7 uses remaining. A log review was conducted, and it was confirmed that the permanent cautery hook (420183-12) n10180213-702 was last used on a cholecystectomy procedure on (B)(6) 2018 with system sh1623. No image or video clip for the reported event was submitted for review. As of 04/03/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 3rd usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook instrument had a "little fire ball". The customer reportedly "used electrolube which seemed to help the issue during the case." The procedure was completed and there was no report of patient harm, injury, or adverse outcome. After the procedure, the instrument was sent to be cleaned and sterilized, and it was noticed that the instrument plastic near the hook part was cracked. The customer noted that could be what caused the instrument to spark. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse reported the instrument and cannula were inspected prior to use, and clarified that no pin gauge was used to inspect the cannula. Nothing out of the ordinary was noted during the inspection. The nurse noted that a covidien valleylab bovie generator was used during the case and it was cauterizing with the monopolar coagulation activated at the time of the ¿fireball/spark¿. The generator settings were set to 0 cut and 30 coagulation. It was noted that a prograsp instrument was used at the time of arcing, and no instrument tips had collided. The nurse did not know if the instrument tip was in contact with tissue at the time of arcing. It was indicated that the instrument was straightened at the time of removal. No video/image was provided. The nurse confirmed there was no patient injury or harm and that the patient had not returned due to post-surgical complications due to the arcing